Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was revised as stated by the physician. There is no other information available from the field as of the moment. The lead remains in service. No additional adverse patient effects were reported.